Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Following treatment using a diamondback 360 coronary orbital atherectomy device, a perforation was observed. Balloon angioplasty and stent placement were performed to resolve the procedure. The patient was stable.